Event description:
Dealer called and said the joystick shows missing the tilt, recline, elevate, and other things. He said the joystick cable is pulled out of the joystick. I believe he needs a joystick.